Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing for a supraventricular tachycardia (svt) episode that was misclassified as ventricular fibrillation (vf). The device behaved as programmed as the svt fell into the vf zone, so no svt discriminators were applied. Programming changes were made. The patient was in stable condition.